Event description:
On the event date, the pt reported an elevated blood glucose reading of 425 mg/dl when he awoke this morning. He stated his mouth was dry and he treated his reading by injecting 6 units of insulin. He said he waited 40 minutes and tested again and his reading was 475 mg/dl. The pt stated he checked his insulin infusion headset and it was not peeling off but it was wet with insulin. He said he changed his infusion headset but did not bolus again. The pt did not keep the used infusion set. The pt took his blood glucose reading during the call and it had decreased to 378 mg/dl. During troubleshooting, the pt stated he changes his infusion headset every 2 days and rotates his site as recommended. He said he is using a 6mm infusion set. It was recommended that the pt try an 8mm infusion set and a sample was sent to him along with a box of tegaderm. On follow up with the pt eight days later, he stated he has had no further issues since using the 8mm infusion sets and has not used the tegaderm. He stated his blood glucose readings are in his normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.